Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein, iliac vein, and inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician completed multiple passes on the left side target vessels using the cat12 and sep12. The physician then completed one pass on the right side target vessels using the cat12 and sep12. While removing the cat12 to flush, the physician noticed two kinks on the mid-shaft of the cat12. Therefore, the cat12 was removed. It was reported that suction with the cat12 was greatly decreased after multiple passes were completed. The procedure was completing using the same sep12, a new cat12, and a new rotating hemostasis valve (rhv). It should be noted that there was no issue with the first rhv. There was no report of an adverse effect to the patient.